Event description:
The customer received questionable phenytoin results for two patient samples beginning on (B)(6) 2013. Data was only provided for one patient sample which was tested on (B)(6) 2013. The initial result was >40 ug/ml. The repeat result was 7.2 ug/ml twice. The customer stated the results were accompanied by data flags. The erroneous result was not reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The phenytoin reagent lot number was 67041501 with an expiration date of 01/31/2014. The field service representative determined the alignments were off and found the workstation accuracy check failed. He made adjustments and performed a workstation in/out adjustment. To verify the analyzer operation he ran a check test and a fluorescence polarization (fp) test with results within acceptable limits. He checked the rotor initialization position and the workstation accuracy.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.